Event description:
A report was received that the patient was experiencing pocket pain when stimulator was on. The patient will undergo a revision procedure wherein the ipg will be repositioned.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pocket pain when stimulator was on. The patient will undergo a revision procedure wherein the ipg will be repositioned.